Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. The reported confirmed through evaluation or the returned product. Visual examination of the returned product/provided pictures identified shows signs of use as well as wear and tear. The shaft of the device and flange of the stepped cutting head have scratches from use. The tip of the stepped cutting head has also cracked in multiple places as shown in the photos. The reamer has a possible field age of 1.5+ years. Verified all product identifiers to confirm the reamer is conforming to print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign, the event occurred in canada. H6: proposed code: mechanical (g04), drill. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during reaming of a center post, the tip of the reamer was found to be cracked. No fragments fell into the surgical site. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.